Manufacturer narrative:
Based on the information provided by the patient and internal investigation conducted by access dental lab, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological conditions that led to necrosis of a tooth.

Event description:
The customer reported that she developed tooth necrosis due to aligner wear. The customer required medical intervention to preclude permanent impairment. As a result, aligner treatment was discontinued.